Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmentectomy procedure, the surgeon was able to press the green button but was unable to squeeze the handle, hence the device did not fire. A new reload was used to resolve the issue and complete the procedure. There was no patient injury.